Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unspecified breast implantation procedure with a saline mentor smooth round moderate profile 275cc breast implant and experienced deflation on the left side post-operatively, which was confirmed via CT scan. The explantation surgery is scheduled for (B)(6) 2022, but the exact date is unknown. Follow-ups are in progress. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2022, additional information was received indicating the patient also experienced breast pain on the left side and capsular contracture baker grade ii on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 11, 2022, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample sal smooth rnd diap 275cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified a tear within a crease/fold on the posterior view measuring approximately less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 1, 2022, additional information was received indicating the date of explantation is scheduled for (B)(6) 2022. Manufacturer¿s reference number: (B)(4).